Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Reported by rep: upon checking in instruments at the branch office's warehouse I noticed one of the teeth on the base of the targeting arm was broken. Removed from set, no longer in circulation.

Manufacturer narrative:
Referring to the product inquiry the target device gamma3® is the primary product. No further associated products were reported. A review of the product history records / inspection records for the reported instrument revealed no discrepancies; no manufacturing related issues were found. The device was documented faultless prior to distribution. A pre-surgical function test (as required per IFU) was performed on the device; a sample nail and sample instruments were used. The drills passed the corresponding drill holes without contact to the nail; no deviation was found. The broken off peg at the reception did not impair the functionality of the target device. The function of the device returned is fully given. The damage pattern indicates that the peg broke in a brittle manner due to overload. An internal test (reproduction of the breakage of the peg) revealed that the breakage could be reproduced in case the targeting sleeve (speedlock sleeve) was not attached to its dead stop position and high torsional load was applied to the targeting sleeve / speedlock sleeve causing the breakage of the peg at the reception of the handle. In order to avoid above described damage the design of the affected area has already been improved by an ecn. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather considered user related (inappropriate rough handling). Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Reported by rep: upon checking in instruments at the branch office's warehouse I noticed one of the teeth on the base of the targeting arm was broken. Removed from set, no longer in circulation.